Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a distal pancreatectomy procedure. For the first firing, the reload was connected to the adapter. The surgeon articulated the jaws with almost maximum angle, clamped the tissue, and started firing. After firing one centimeter on the pancreatic parenchyma, let some time pass, tried to re-start firing. However, the device did not work. The status indicators were illuminated blue and the cartridge indicator was flashing. The surgeon pushed the silver button, however, could not pull the knife back. Re-inserted the battery, the clamp cover was returned and the jaws were opened. Replaced by a manual handle and a new reload and the firing was completed. The powered handle was removed from the surgical field, pushed the blue button and the sliver button at the same time. However, the jaws were unable to be returned to the straight position. The surgical time was extended by less than thirty minutes. There was no patient harm.